Event description:
Consumer reported - patient presented to clinic to report pen needles were malfunctioning. He states he would pull the needle cap off and the needle was sticking in the cap. He tried to screw the needle on without success. He changed to a different box of pen needles and had no further problems per patient he wasted approximately 12 needles that didn't work. Ref reports: mw5164028, mw5164029, mw5164030, mw5164031, mw5164032, mw5164033, mw5164034, mw5164035, mw5164036, mw5164037, mw5164038, mw5164039. Lot#: 3312545. Catalog#: unknown, pen needle 31g 8mm, date of event: 25-nov-2024, sample status: discard, initial reporter: pharmacist, MDR report key: 21036023, date received: 27-dec-2024, MDR date entered: 31-dec-2024, all 12 needles recorded on different mw report numbers.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.